Event description:
It was reported that the blood leaked through the septum of bd¿ insyte autoguard bc, and blood could not be controlled. It was also reported that when activating safety mechanism, the needle of bd¿ insyte autoguard bc did not retract. The following information was provided by the initial reporter: ¿ customer called to let us know that the ER reported 2 issues with the 20 gauge IV catheter. Cat# 382533 lot# 8034898 issue #1: the blood passed through the septum and blood was not controlled. Issue #2: when pushing the button to activate the safety mechanism, the needle did not retract. Customer is holding 2 IV catheters and has sequestered the remaining product with the same lot#. A product incident report will be filed and you will be updated. I believe you will be sent a return label and package to send back the IV catheter. Since this product has been used in a patient, we cannot take it. Please hold the product until you hear back. ¿

Manufacturer narrative:
Corrected information: d.4. Medical device lot #: 8034898 was changed to 8304898 additional information: d.10. Device available for eval? Yes d.11. Returned to manufacturer on: 2019-04-08

Event description:
It was reported that the blood leaked through the septum of bd¿ insyte autoguard bc, and blood could not be controlled. It was also reported that when activating safety mechanism, the needle of bd¿ insyte autoguard bc did not retract. The following information was provided by the initial reporter: ¿ customer called to let us know that the ER reported 2 issues with the 20 gauge IV catheter. Cat# 382533 lot# 8034898 issue #1: the blood passed through the septum and blood was not controlled. Issue #2: when pushing the button to activate the safety mechanism, the needle did not retract. Customer is holding 2 IV catheters and has sequestered the remaining product with the same lot#. A product incident report will be filed and you will be updated. I believe you will be sent a return label and package to send back the IV catheter. Since this product has been used in a patient, we cannot take it. Please hold the product until you hear back. ¿

Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received two used iag bc 20ga retracted units in opened packaging from catalog number 382533, lot number 8304898. The package top web was partially torn off. Visual/microscopic evaluation: no mechanical/physical damage was observed to any of the catheter/adapter assemblies. The actuator and septum were properly seated pierced septum inspection: the returned used catheter/adapter assembly was disassembled to evaluate the septum pierce. No damage was observed to the septum pierce the needle was retracted, and the white button depressed the needle was reassembled to the out position observed there was no mechanical/physical damage to any of the components (spring, needle, needle hub, grips) or evidence of adhesive on the button or hub. Functional test (needle retraction) was performed: the retraction was successful, no delayed reaction was observed. The test for leakage beyond the septum is a timed test. Once the needle had been removed and the units are used the test cannot be performed. The defects leakage beyond the septum (iag bc) and needle retraction failure were not confirmed or replicated with the returned units. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood leaked through the septum of bd¿ insyte autoguard bc, and blood could not be controlled. It was also reported that when activating safety mechanism, the needle of bd¿ insyte autoguard bc did not retract. The following information was provided by the initial reporter: ¿customer called to let us know that the ER reported 2 issues with the 20 gauge IV catheter. Cat # 382533, lot # 8034898. The blood passed through the septum and blood was not controlled. When pushing the button to activate the safety mechanism, the needle did not retract. Customer is holding 2 IV catheters and has sequestered the remaining product with the same lot #. A product incident report will be filed and you will be updated. I believe you will be sent a return label and package to send back the IV catheter. Since this product has been used in a patient, we cannot take it. Please hold the product until you hear back.¿